Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device change out procedure, the pulse generator exhibited back-up vvi operation. The device was explanted and replaced. No patient symptoms were reported.